Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "immediately after opening implant onto sterile field, scrub nurse noticed that the humeral head was scratched, it was not implanted."